Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced hyperglycemia on (B)(6) 2026. The insertion site was abdomen.the blood glucose level was exceeded over 500 mg/dl and the patient got treated with correction injection via multiple daily injection. No further information is available.